Event description:
It was reported that the nurse opened up the implant for surgeon after he checked the outer package to confirm it was the appropriate component. When opened up onto the field, it was then realized that the implant that was suppose to be a 32mm standard v40 head was actually a 26, +8 v40 head.